Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a volt pfa ablation (af) procedure, extravasation was diagnosed requiring a balloon to repair. A wire was advanced into the right atrium. According to the physician, this went very easily and without problems. An attempt was then made to advance the 13f agilis sheath into the right atrium as well. This failed due to resistance. The physician then tried again with an sl0 sheath, which also did not work. The patient was of advanced age and accordingly had venous kinking. Contrast medium was then injected into the vein, and extravasation was detected in the lower region at the level of the pelvis. This was sealed with a balloon. The vessel then appeared normal on the x-rays after. The physician could not determine exactly whether the agilis, or the sl0 had caused the problem. The procedure was subsequently aborted due to the extravasation. There were no performance issues with any abbott device.